Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the there is an alarm every 15-30 seconds. A leak test was performed at the hospital and it showed there was a small amount leaking but was acceptable under their terms. Biomedical sent it back up to the floor where it continued alarming again. Customer stated that they have never had a problem with it staying inflated and no patient harm and no delays. No adverse events were reported as a result of this malfunction.